Manufacturer narrative:
Manufacturer's analysis found that the patient connector of the device had disturbed pins, however it was not affecting electrical performance. It was also noted that the battery compartment housing latch of the device was cracked.

Event description:
It was reported that the analyzer originally returned as associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.